Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), pelvic inflammatory disease ("pelvic inflammatory disease (pid)") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4 and joint swelling. Concurrent conditions included anxiety, abdominal pain, ovulation pain, vaginal bleeding, irregular periods, syphilis, gonorrhea, nausea, vaginal discharge, constipation, diarrhea, eye pain, fatigue, fever, headache, rash, stiffness, swollen glands, vomiting, weakness, bacterial vaginosis, migraine, back pain, endometritis, trichomonal vaginitis and ovarian cyst. Concomitant products included cefoxitin, ceftriaxone, doxycycline, levofloxacin, metronidazole, metronidazole (flagyl), nsaids, ofloxacin, paracetamol (acetaminophen) and probenecid. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total vaginal hysterectomy). At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, infection, dyspareunia, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, pelvic inflammatory disease and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea, menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain"), pelvic inflammatory disease ("pelvic inflammatory disease (pid)") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 4 and joint swelling. Concurrent conditions included anxiety, abdominal pain, ovulation pain, vaginal bleeding, irregular periods, syphilis, gonorrhea, nausea, vaginal discharge, constipation, diarrhea, eye pain, fatigue, fever, headache, rash, stiffness, swollen glands, vomiting, weakness, bacterial vaginosis, migraine, back pain, endometritis, trichomonal vaginitis and ovarian cyst. Concomitant products included cefoxitin, ceftriaxone, doxycycline, levofloxacin, metronidazole, metronidazole (flagyl), nsaids, ofloxacin, paracetamol (acetaminophen) and probenecid. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total vaginal hysterectomy). At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, infection, dyspareunia, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, infection, menorrhagia, pelvic inflammatory disease and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea, menorrhagia". Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.